Event description:
The manufacturer received information alleging the discovery of ventilator inoperative error codes during evaluation. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During evaluation at a third-party service center the bipap a40, international device was visually inspected and found no evidence of foam degradation, however a ventilator inoperative error codes indicating that the device had 3 reboots within 24 hours, was confirmed in the event log. No repair was performed. The device will be scrapped as per customer request.